Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The explanted device was requested for evaluation but was not yet returned. The cause of the event could not be determined from the information available and without device evaluation. It was stated in the event that the patient did have a fall while in a pneumatic boot. A most likely cause of the plate breaking is patient non-compliance (patient fell) with the post-operative protocol. Per product directions for use, post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that a plate revision took place on (B)(6) 2015. Follow-up investigation: it was reported that the patient had a revision on (B)(6) 2015. Procedure: talo navicular fusion. Original surgery date (B)(6) 2015. Plate implanted during original procedure broke post-op. It was also reported that the patient did have a fall while in a pneumatic boot. During the revision surgery, surgeon used another plate and locking screws. Surgeon reports patient is doing well after revision with some mild swelling